Event description:
Additional information was received from the patient. They reported that they feel like the stimulator in their body is not working because the battery does not deplete much and they are not getting the same therapy relief like they used to get from the therapy. During the call patient used their controller and recharger to connect to the stimulator. Controller battery was 40% and stimulator was "low". Agent reviewed how battery level effects stimulation and how to turn stimulation back on after the ins battery is charged. Patient stated they believe they know how to turn stim on and that isn't the issue. Agent recommended to charge the controller, then the stimulator, then turn stimulation back on and monitor therapy results. If the patient continues to have concerns about their therapy results to follow up with their managing healthcare provider (hcp) to check the implanted device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that the implant didn't appear to be working. Patient stated that when they first got the implant, they had to recharge the implant every 5 days. Patient said that now they could go for 3 weeks and the implant was barely down. Patient mentioned that they hadn't charged the implant for like 3 weeks and it was only down to 60%. Patient confirmed that the controller charged up correctly. Patient also mentioned that when the implant battery was fully charged, they could feel the stimulation going down their left leg, but now they felt nothing. Patient said the issue started a couple months ago and that they had tried to call numerous times but couldn't get a hold of anyone. Patient denied any recent falls/trauma. Agent asked and patient did not have their equipment with them at the time of the call. Agent advised the patient to call back with their equipment for further troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient is unsure why its not working correctly and wants it repaired asap. No steps have been taken yet. The issue is not resolved.